Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, it was noted in the alarm logs several alarms that would indicate a loss of mechanical ventilation. The flow sensors were found to be wet and were dried off, and the unit was returned to service.

Event description:
The hospital reported the unit would not switch to mechanical ventilation when expected. There is no report of patient involvement.